Manufacturer narrative:
Device was not returned. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that had a total left hip in (B)(6) 2010 in (B)(6), the alumina insert was fractured. Dr (B)(6) removed cup, liner, ball, and left stem implanted. Additional information: during review of provided photos of the explanted devices, head and cup was noted to be damaged.

Event description:
It was reported that had a total left hip in (B)(6) 2010 in (B)(6), the alumina insert was fractured. Dr (B)(6) removed cup, liner, ball, and left stem implanted. Additional information: during review of provided photos of the explanted devices, head and cup was noted to be damaged.